Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, high voltage therapy was delivered to the patient which caused the device to enter backup vvi mode. Additionally, a single episode of noise was noted on the device. Technical support was contacted and the device was reprogrammed prior to the procedure. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of inappropriate therapy and noise was not confirmed. The device worked as programmed. The reported field event of reset was confirmed. The device image indicated the device was in backup defibrillation only (bdfo). The device entered backup mode due to it getting two resets in a row too quickly because of a known mechanism that can be encountered when too many high voltage charges are performed in too short a period of time. The device was removed from backup mode and tested on the bench. No anomalies were detected.